Event description:
It was reported that an out-of-range pacing impedance measurement (>2000 ohms) was noted from this right ventricular (rv) lead. Additionally, over-sensed noisy signals were also observed. The patient was scheduled for a subcutaneous implantable defibrillator (s-ICD) upgrade procedure where this rv lead will be surgically capped. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that an out-of-range pacing impedance measurement (>2000 ohms) was noted from this right ventricular (rv) lead. Additionally, over-sensed noisy signals were also observed. The patient was scheduled for a subcutaneous implantable defibrillator (s-ICD) upgrade procedure and this rv lead was surgically capped and abandoned at this time, the rv lead remains implanted, but capped and out-of-service. No adverse patient effects were reported.